Manufacturer narrative:
The customer replaced the phosphorus reagent pack with a new reagent pack. The customer has not reported any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on the date of patient testing.

Event description:
The initial reporter questioned high phos2 phosphate (inorganic) ver.2 results on a cobas 8000 c 502 module. The customer provided results for nine patients. The initial results were not reported outside the laboratory. Customer performed repeat testing on the patient samples for confirmation. Refer to the attachment, data, on the medwatch for all patient data. Phos2 reagent lot number used for patient testing was 42820301 and the expiration date was 30-nov-2020.